Manufacturer narrative:
Citation: mahajan s., et al. Predictors of permanent pacemaker insertion after tavr: a systematic review and updated meta-analysis. J cardiovasc electrophysiol. 2021 may;32(5):1411-1420. Doi: 10.1111/jce.14986. Pmid: 33682218. Epub 2021 mar 17. Earliest date of publish used for date of event. Medtronic products referenced: corevalve and evolut r (PMA# p130021, product code: npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding risk predictions for permanent pacemaker implantation (ppmi) after performing transcatheter aortic valve replacement (tavr). All data were collected from a meta-analysis review of articles identified in pubmed and embase from database inception through may 2020. The study population included 71,455 patients aggregated from 37 articles. In the nineteen articles in which medtronic tavr products were studied, 8576 patients were implanted with medtronic corevalve bioprosthetic valves and 14,585 patients were implanted with medtronic evolut r bioprosthetic valves (predominantly female, mean age 82.89 years, unique device identifier numbers not provided). Among all patients, adverse events included: need for permanent pacemaker implantation (ppmi) post-tavr. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.